Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. The patient also had systemic sclerosis and an unknown lead eroded through the skin. There was no allegation against the device and leads. There were no additional adverse patient effects reported. This rv lead was explanted.